Event description:
It was reported that during a treatment for acute ischemic stroke using a cello balloon guide catheter 9f, the catheter kinked in the middle. The procedure involved accessing the left internal carotid artery, which had a diameter of 4.2 millimeters and moderate vessel tortuosity. The cello 9f was initially placed in the common carotid artery, and thereact and headway 21 microcatheter were used. The artery was tortuous with bends, and the cello was inflated twice for aspiration. During the third pass, the react device faced resistance and could not advance inside the cello, leading to the discovery of the kink. Subsequently, the neuron max was used, and manual aspiration was performed to complete the case. There were no patient symptoms or complications associated with this event, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance was not determined.